Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, and the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: a repeat integrity test was completed on (B)(6) 2012. Results indicated no malfunction of the device. The reported results from the it on (B)(6) 2012, have been determined to be related to a technical problem and not a device malfunction as previously reported. This report is filed (B)(4) 2012. Implanted device remains.